Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for an unknown reason. The customer¿s blood glucose level was 181 mg/dl at the time of incident. The customer experienced high blood glucose level due to medicines to prepare surgery. The customer stated that the insulin pump had lost power. The insulin pump will not be returned for analysis.